Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, patient experienced severe chest pain while breathing. It was noted that lead impedance had decreased and loss of capture was observed. Chest x-ray revealed lead perforation and that fluid had accumulated in the pericardial sac. Hence, the lead was repositioned.